Event description:
It was reported that the patient alert sounded, and the device was found to have experienced a power on reset (por). The reset was cleared. During the visit, a capacitor charge was performed, and the device indicated a battery voltage of 2.51. After ten minutes, another charge was performed, and the device indicated a battery voltage of 2.65. This was noted to be normal behavior, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: 1 - por for write to locked ram, (B)(4), on (B)(6) 2011 22:29:48. One - patient alert for device circuit error on (B)(6) 2011 21:29:48.